Manufacturer narrative:
A photo was received in the columbus plant for evaluation. The picture revealed 1 syringe with missing print after customer washed syringe therefore failure mode is verified. Based on the investigation results to date, root cause was not found. It is unclear what customer used to clean syringe off with. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the markings on the 60 ml bd¿ catheter tip syringe disappear after washing. There was no report of injury or medical intervention.